Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience prime rx 3.0x 38 mm, 3.5x18 mm and 3.0x33 mm, rx vision 2.75x15 mm. There was no reported product deficiency. The reported patient effects of death, ventricular tachycardia, and thrombosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2012, the patient underwent coronary angiography and was diagnosed with left main (lm), three vessel coronary artery disease, and coronary artery bypass was recommended; however, at the request of the patient's family, percutaneous coronary intervention was performed on (B)(6) 2012. Predilatation was performed prior to stenting. A 4.0 x 38 mm xience prime stent was placed in the lm to the left anterior descending artery (lad). A 3.0x38 mm xience prime stent was placed in the middle to distal lad, a 3.5x18 mm xience prime stent was placed in the proximal left circumflex (lcx), and a 3.0x33 mm xience prime was placed in the distal lcx. Post stenting, plaque was found in the lm. Intravascular ultrasound (ivus) was used to confirm the stent implants were fully deployed. An intra aortic balloon pump was placed for support during the procedure to monitor the patient's blood pressure. The patient was transferred to the intensive care unit (ICU). On (B)(6) 2012, ivus was again performed confirming that the stent implants were still patent; however, during angiography another stenosis was observed in the very distal lad, and a 2.75x15 mm vision stent was placed for treatment of the lesion. The patient was again transferred to ICU; however, at about 3.00 a.m. On (B)(6) 2012, the EKG showed ventricular tachycardia. CPR was performed; however, the patient could not be resuscitated and the patient expired. No autopsy was performed on the patient. The cause of death is not clear; however, could be due to subacute stent thrombosis due to the plaque shift. No additional information was provided.